Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having issues with prime/rewind. The blood glucose reading was unknown. The caller stated that the device alarmed. Troubleshooting was performed, and the drive support cap was protruded. The caller mentioned that the battery compartment is damaged. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump received with alarms during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with broken battery tube threads. The insulin pump received with a missing end cap sticker.